Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported as part of a study conducted titled: (B)(4), subject received integra on (B)(6) 2011. The subject's wound, which was on the right first toe, had a surgical/diabetic ulcer etiology. The wound's approx measurement was 5cm length x 2.2cm width. On (B)(6) 2011 the subject experienced an adverse event of "infection." This event was documented as severe in severity, possibly related to the initial index treatment with integra, and was considered a serious adverse event. The action taken on (B)(6) 2011 was readmission, IV antibiotics, work up for osteomyelitis (which was negative), and bedside debridement. The event was deemed resolved (B)(6) 2011. The wound was deemed healed on (B)(6) 2011 but recurred on (B)(6) 2011. On (B)(6) 2011 the subject has another adverse event of "infection." This event was documented as moderate in severity, possibly related to the initial index treatment with integra, and was considered not a serious adverse event. The action was taken was po augmentin. Subject was lost to follow-up so an end date could not be determined for this event.